Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the chronos could not be applied due to the viscosity of the chronos before the injection. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation evaluation reported the mixed and hardened paste is observed within the distal third of the mixing chambers and in the "throat" area leading toward the delivery needle. Only the mixing cartridges were returned for review. The plungers on the syringes are fully inserted. The blue sealing caps and the handles were removed. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance reports were generated during production. The exact cause of failure cannot be determined as the storage conditions and time-of-use conditions of the product package cannot be ascertained. There is no way to determine length of time from paste mixing until attempt to transfer paste into the delivery needle, in relation to specified setting time of the paste per product literature. The processing as well as the hardening of chronos inject are temperature dependent and should be performed at room temperature. No manufacturing related failure could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event unknown. Subject device has been received, the review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and there were no ncrs generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.